Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the device leaked and water entered inside the device. As a result, an abnormality occurred in the electronic component, and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope displayed scope communication error (e315) message. The reported issue was discovered during reprocessing of the scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was no connection, no data, and no image. An aeration was performed and as a result the image, data and connection were restored. It was also observed that the air and water cylinder had a leak. It was observed that the insertion tube insulation had no drop. It was also observed that there was low angulation. It was observed that the insertion tube and the distal end plastic cover had minor scratches. It was also observed that the light guide tube and the bending section cover had scratches. It was observed that the glue of the bending section cover had cracks on both sides. It was also observed that the bending section and the scope connector were wet. It was observed that the grip and the scope cover were went and showed corrosion. Lastly, it was observed that the light guide prong/ mount had fluid inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.